Event description:
It was reported that the pump would shut down unexpectedly. There was no adverse impact to the customer's blood glucose level. The customer declined further assistance, inquiry, troubleshooting, or follow-up, and no further action was required.